Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. Product deficiency was not established. This issue will be subject to tracking and trending. No corrective action required at this tie as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with reference meter. Results as follows:" date: (B)(6) 2013; inratio2: 1.3; physician's inratio meter: 2.3. Date (B)(6) 2013: inratio2: 1.7; date (B)(6) 2013; inratio2 1.3; date: (B)(6) 2013; inratio2 1.3. Therapeutic range 2-3. Testing performed on (B)(6) 2013 was done side by side.